Event description:
During a pacemaker replacement procedure, on (B)(6)2020 , atrial impedance was measured above 3000 ohms when the atrial lead was connected, despite normal intraoperative tests (atrial impedance around 550 to 600 ohms). A test of connection of the lead on the ventricular channel was performed and normal impedance was measured. The device was therefore not implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, on (B)(6) 2020, atrial impedance was measured above 3000 ohms when the atrial lead was connected, despite normal intraoperative tests (atrial impedance around 550 to 600 ohms). A test of connection of the lead on the ventricular channel was performed and normal impedance was measured. The device was therefore not implanted.